Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and the caller successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if any malfunction codes recur, which the caller acknowledged and understood.